Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl due to the customer consuming too many carbohydrates and not administering insulin in a timely manner. Insulin injections were administered to address the bg level. As the high bg was not occurring at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.